Event description:
It was reported that during a left coronary catheterization and cinecoronariography, there was difficulty flushing and the catheter became blocked. Vascular access was obtained via the right femoral artery. The target lesion was located in the non-tortuous left coronary artery. This impulse guide catheter was selected and was advanced into the 6f introducer for aspiration of blood reflux; however, during aspiration of blood reflux in the syringe and injection of the contrast, it was found that the catheter was blocked. The catheter was removed and there was an attempt to flush the device with saline, which was not successful due to obstructed catheter. It was further reported that the physician was not able to determine what was obstructing the catheter. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).